Manufacturer narrative:
Concomitant medical device: 419688 lead implanted: (B)(6) 2014 .

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post sense and short v-v intervals. It was noted that the patient was having metabolic issues. The patient was admitted to the hospital and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.